Manufacturer narrative:
Although no device has been returned for analysis, we have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design related.

Event description:
It was reported that this latitude programmer screen was unresponsive. Initial use of the programmer in demonstration mode showed no issues. However, after several minutes the tabs could no longer be activated. It was confirmed that the programmer had been installed with the most recent software. No adverse patient effects were reported.